Event description:
It was reported that a patient underwent a posterior lumbar interbody fusion from l3-s1 with bmp. Patient had spondylolisthesis at l4-5. At an unknown time post-op the patient presented with back pain which was described as aching, sharp, and stabbing. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.